Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the screw broke at the head. The surgeon was inserting the screw through the other side of the bone when it broke at the head. The surgery was delayed for ten (10) minutes. (B)(4).

Manufacturer narrative:
Patient identifier and weight are unknown. Implant and explant dates: device was not fully implanted or explanted during the procedure on (B)(6) 2015. The head of the broken screw will be returned for investigation. (B)(4). It is unknown if the surgeon removed the other end of the broken screw or if that piece remains in the patient¿s bone. The investigation could not be completed; no conclusion could be drawn as no product was received. Device history review: manufacturing location: (B)(4) - manufacturing date: june 18, 2014 - expiry date: june 1, 2024 no non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device was received on apr 30, 2015. A manufacturing investigation was performed for the subject device (part number 400.812s, 1.5mm ti cortex screw self ¿tapping 12mm). Only the screw head was received for investigation. The threaded broken off shaft was not available for investigation. Due to the damage the complaint relevant dimensions cannot be checked for dimensional accuracy of the valid manufacturing specifications. The received cortex screw broke approximately 1.5 mm beneath the screw head. The screw was reported to belong to article number 400.812. Because of the damage and missing threaded shaft an exact article number identification is not possible anymore. The surface of the cross-section shows the typical view of a forced rupture; no anomalies of materials structure are visible. Self-tapping tips require careful handling. In certain circumstances, such as surgeries on young patients with very hard bone cortex, it may be become necessary to pre-drill a location bore to reduce the load on the screw while inserting. It is likely the breakage to be caused during a mechanical overloading situation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.